Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin label printer was not consistent and the qr scanning did not work after printing. A technical support specialist dialed into device and reinstalled the printer driver, encountered a test page error, proceeded to remove the printer, and rebooted the device. After reboot, confirmed that the printer was automatically available, updated printer settings and successfully printed a test page, confirming proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the insulin label printer in the 5 back med room produced inconsistent printouts, resulting in multiple qr codes failing to scan after printing. There were no delay or adverse events or injuries reported based on this event.